Event description:
It was reported that the customer's infusion set was loose and that she taped it. The customer's blood glucose was unknown. The customer further stated that her insulin pump had alarmed no delivery. Troubleshooting could not be done because the alarm was a past event. Advised customer to call back when the alarm occurred in order to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.